Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 22-apr-2024, it was reported that patient faced an infusion set cannula was bent event. The infusion set was in use for 4 days. The site of insertion was at abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.